Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on liquid crystal display board. Pump received with cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.